Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 3 ml of juvéderm voluma® xc in the cheeks, malar crease, jawline, and chin. After the injections, the patient experienced tenderness, swelling, and inflammatory nodules. Approximately 4 months later, patient was treated with intralesional hyaluronidase. Patient is placed on a 2-week course of doxycycline and symptoms are improving.